Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undesirable increase in stimulation during a programming visit, following a revision procedure. Electrocautery usage was confirmed during the previous revision procedure which may have damaged the evoke closed loop stimulator (cls). Reprogramming was attempted and unable to resolve the reported issue. The evoke scs system was turned off. A revision procedure was performed to replace the cls and resolve the issue. A revision procedure of the patient¿s evoke cap12 percutaneous lead kit - 60cm was previously completed and reported under manufacturer report number - 3021836309-2025-0015.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date, section d9 - 9. Date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The evoke closed loop stimulator (cls) was returned to saluda for analysis. No defects or anomalies were noted during visual inspection. The device failed electrode output open-circuit test and electrode output test, with a shorted electrode, high and low impedances observed. The observed results are consistent with electrocautery damage. The evoke scs system surgical guide warns physicians, stating, ¿patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. Electrosurgical devices generate energy that may cause tissue damage at the lead site and result in severe injury. Damage may also occur to the cls.¿